Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Additionally, it was reported that an altitude alarm occurred and the alarm was unable to be cleared. Reportedly, the customer went to the emergency room and was then hospitalized with a blood glucose (bg) over 600 mg/dl and diabetic ketoacidosis. The customer reported being tired and dizzy. The customer speculated that the reported alarms were the cause of bg; however, the customer could not confirm. Bg was treated with intravenous insulin drip and the customer was released from the hospital on (B)(6) 2017. A new cartridge was successfully loaded to address the event at the time of report.